Manufacturer narrative:
Follow-up # 1 (02/27/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.